Event description:
The hospital reported a blood leakage at the bottom of the oxygenator. The device was changed out with no affect to the pt. The device was destroyed because the pt was reported to have hepatitis.